Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a libre 3+ sensor, with a blood glucose value of 204 mg/dl after dinner, and sought guidance on meal announcement and correction behavior. Symptoms included elevated blood glucose. Outcomes included stabilization of blood glucose following troubleshooting and education. Investigation included review of the reported data and provision of user education on meal announcement, expected automated correction, and follow-up. Investigation of this case revealed no device malfunction and that the event was consistent with postprandial hyperglycemia of unclear cause, which resolved with standard device operation and user guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.